Manufacturer narrative:
Race - requested, not provided. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the anchor of the angio-seal device became hung up on a proximal stent in the distal iliac. The stent was not identified during the femoral angiogram. According to the rcis who deployed the angio-seal, the green pusher rod advanced further than he felt appropriate, and he did not establish a good seal/hemostasis. The physician and the technician held manual compression for two hours to establish hemostasis, however, there was still significant ooze. The physician fluoroscopied the site to determine where the angio-seal components remained. The physician re-prepped the site and sutured the angio-seal suture to the patient's dermal layer, so that the anchor would not migrate down the artery if the anchor was dislodged from the stent strut. Final pedal pulses were consistent with primary baseline pulses. Vascular consult was not requested by the physician. The patient remained hospitalized and was due to be discharged on (B)(6) 2020. The patient condition was stable. There was no patient injury/medical or surgical intervention required. The procedure was unsatisfactory. There were no other devices or equipment used on the reported product. Additional information was received on 22jun2020. Anatomically the access was achieved in the common femoral artery (cfa). The individual who deployed the device, followed the "locate the artery" steps (steps 1-9 in vip IFU) to ensure proper depth into the artery. Greater than normal depth into the artery was not established when positioning the angio-seal device. The stent was placed in the distal iliac in a previous procedure (before the procedure where the angio-seal was used). The common femoral artery was 5cm-10cm proximal from the iliac stent.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.